Event description:
It was reported that the customer experienced unspecified error codes on the pump. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.